Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had a return of symptoms since (B)(6) "217". The patient stated she had surgery on (B)(6) and shut her therapy off and when she turned stimulation on during the day she was fine, but during the night she ¿gushes¿ urine if she was laying down for more than a couple of hours and then tried to stand up. The patient synced with the patient programmer and it showed stimulation was and they had the ability to change programs and adjust stimulation. The patient increased stimulation and felt stimulation in the correct location. The patient noted she had a fall on (B)(6) 2017 and broke her shoulder. The patient noted she had a sudden return of symptoms. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the return of symptoms had resolved.